Manufacturer narrative:
Approximate age of device - the centrimag motor is not a single use device. Approximate age of the device is 8 years and 5 months (calculated from the date of manufacture.). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the centrimag (cmag) motor would not reach speed and was making noise. The customer tried another cmag motor in the cmag console that was in use and it worked fine. The faulty cmag motor was then placed on another cmag console which had the same issues. The device was not in use on a patient at the time of the event. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.